Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer is requesting repair/verification of the defibrillation paddles fitting. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a repair request for the heartstart xl defibrillator regarding a fitting issue with the defibrillator paddles. The fse evaluated the device onsite and determined that the defibrillator paddle fitting issue resulted from a broken connector. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. Since the equipment is inoperative and parts are no longer available, the device was designated to be scrapped. Based on the information available and the testing conducted, the reported problem was determined to be caused by a broken connector. The root cause of which could not be determined. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The equipment is eol and parts are no longer available, the device was removed from service and scarpped. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.